Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9722751 number on (B)(6) 2023, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture future explant date: (B)(6) 2023 mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, implant replacement, capsulotomy, and mastopexy is planned for (B)(6) 2023.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 18, 2023. The investigation of the returned device was completed by the failure analysis lab on may 25, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was received on june 2, 2023. In addition to the left sided capsular contracture reported initially, the patient also experienced bilateral flattening of the upper pole of the implants and bilateral pseudoptosis. This report relates to the left prosthesis. See 1645337-2023-06908 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).